Event description:
The customer contact reported the device display e626 (audible alarm) without sounding an audible alarm tone. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device displayed e626 (audible alarm) without sounding an audible alarm tone. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel; (B)(4)